Event description:
Per the audiologist's report, this patient felt pain followed by shock on the implanted side beginning september 2006. The patient continued to feel ongoing dull pain. External equipment was exchanged and the device was reprogrammed, but this did not resolve the issue long-term. The surgeon explanted the device and reimplanted the patient with a new device on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.